Event description:
The customer reported that the system would not power up and showed a power on self test failed message. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.